Event description:
The account generatred a negative testpack plus hcg combo result using a serum sample. The same serum sample produced an axsym hcg result of 144 mlu/ml. The negative testpack plus hcg combo result was not reported outside the lab. No impact to pt management was reported.